Event description:
Healthcare professional reported right side "pain and has capsular contracture baker grade unknown " and "radial folds small amount of liquid around the implant" identified via MRI. Device remains implanted.

Manufacturer narrative:
(Phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and crease folding.

Event description:
Patient reported "pain and has capsular contracture" and "radial folds...small amount of liquid around the implant" identified via MRI, against right side device. Device remains implanted.